Event description:
As reported by an edwards lifesciences field clinical specialist, during a right-side transfemoral access transcatheter aortic valve replacement procedure with a 16fr esheath+, commander delivery system, and a 29mm sapien 3 ultra resilia valve, the commander balloon ruptured during inflation. The reporter stated that the patient had a calcified sinotubular junction (stj). Inflation of the commander balloon was described as "slow and deliberate", and no additional volume was added to the balloon prior to inflation. With approximately 1 ml of inflation volume remaining, the balloon ruptured. The team attempted to remove the delivery system from the sheath, but was unable to do so, as withdrawal difficulty occurred when reaching the distal portion of the sheath in the aorta. The way the balloon ruptured left a large amount of material towards the nosecone. This resulted in removal of the wire, sheath, and balloon together as a single unit. A radial tear to the delivery system balloon was noted. Moderate pulsatile blood loss occurred, and perclose sutures were tightened. Additional manual pressure was held for 15 minutes. After the pressure hold, an aortogram verified that flow beyond the access site was not compromised. Manual pressure was discontinued with no further blood loss. The patient did not require a blood transfusion. The valve was fully deployed, and the patient was reported to be in stable condition post-procedure. The reporter identified calcium in the stj as the perceived root cause of the balloon rupture. It was thought that the moderate pulsatile blood loss was a result of the balloon material pulling through the arteriotomy.

Manufacturer narrative:
Investigation is ongoing.